Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a long lesion at the ostium of the proximal right coronary artery with mild tortuosity and heavy calcification. The lesion was wired with a non-abbott guide wire and a 014 whisper ms guide wire was advanced as a buddy wire. Following pre-dilatation of the lesion with a non-abbott balloon dilatation catheter at 20 atmospheres, the whisper guide wire was advanced to the left circumflex coronary (lcx) artery with 90% stenosis; however, prior to reaching the lcx, the coils of the whisper guide wire was noted to have peeled. The whisper wire was changed for another non-abbott guide wire to continue the procedure. The whisper guide wire remained in one piece and no material was left in the patient anatomy. There were no adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). The device was initially reported as returning for analysis, but has now been reported as not returning because it was discarded at the account. The device not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As there was no damage noted to the guide wire during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the anatomy and/or other devices resulted in the reported peeled coils. There is no indication of a product quality issue with respect to manufacture, design or labeling.